Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen graph was missing data points. Tandem technical support instructed the customer on how to reset the pump. Although multiple attempts were made by tandem technical support to confirm customer reset the pump, customer did not reply. Blood glucose was not impacted.